Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-24168. Reference MFR report: 1627487-2014-24169. Reference MFR report: 1627487-2014-24175. It was reported the pt experiences ineffective stimulation. The pt stated she suffered a fall in 2013. Also, the patient's ipg is uncomfortable when the patient is sitting. Surgical intervention may take place at a later date.